Event description:
The recipient is reportedly experiencing device extrusion. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced device migration. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.